Event description:
It was reported that the patient underwent a laparoscopic deep anterior rectum resection due to a carcinoma. The distal resection end had been stapled, the proximal end provided with a purse string suture. Closure and firing of the device went without difficulties. The donuts were complete. Six hours postoperatively arterial bleeding from the anastomosis was noticed that made transanal revision and blood transfusion necessary. Patient is now in good condition. The device was discarded.